Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to changes in morphology and oversensing. An increase in shock impedance measurements was also observed. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects have been reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.